Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2013. The surgeon used the handpiece for a short time, but then it wouldn't cut and the blade stopped working. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade was not seized and the device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.